Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease; cancer; death. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles in the air path during the device evaluation.